Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer was inquiring via phone call, some information regarding the sensor features. During the call the customer then reported she was having inaccurate reading on the sensor. During troubleshooting for her sensor customer sated her senor reading was showing 65 mg/dl, but the customer's blood glucose was 40 mg/dl. Customer was advised the insulin pump did not suspend as the sensor reading did not hit the limit set by the customer. Troubleshooting for the low blood glucose was not performed as customer did not stay on the call long enough. Customer stated they would work with there trainer regarding the issues. The insulin pump is not returning for analysis.